Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 559453 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) pacing impedance spike a couple of days ago on the right ventricular (rv) lead. It was recommended to closely monitor the impedances going forward. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.